Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris potentiometer. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying a collimator iris error on boot up. No pt injury was reported.